Event description:
It was reported that during a stent procedure, the stent failed to cross the lesion in the mid rca. The stent was removed not following ifus, resulting in the stent being lost in the coronary artery. Attempts to retrieve the stent were unsuccessful. During the attempts to remove the stent a large dissection resulted. Ultimately the pt went to surgery. The pt has been discharged and is reportedly in stable condition.

Manufacturer narrative:
Quality assurance analysis revealed that the unit was returned without the stent. The c-flex was torn and separated from the tip. The detached c-flex was not returned, and the remaining c-flex had a jagged edge. The shrink tubing junction was intact. Results of scanning electron microscopy (sem) concluded that the c-flex detached due to a tensile tear. Quality engineering analysis determined that incorrect use, retracting the stent delivery system through the guiding catheter (contrary to IFU) caused the stent to abutt against the tip of the guiding catheter, loosen and separate off of the balloon. The c-flex detachement and the crossing difficulty were most likely encountered as a result of force applied during removal through the guiding catheter when the stent was snagged off the balloon. Quality engineering attempted to inservice the physician, however, the physician declined. The hosp is handling the matter through risk management. As part of co's quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to it balloon. The device mfg records were reviewed and did not reveal any non-conformity that could have contributed to this complaint. This MDR is considered closed by the quality assurance department.